Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged after the patient had a heart rate of 35 beats per minute (bpm) on the same day after initial implant. The patient underwent surgical intervention to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.